Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) battery was not charging overnight and when a registered nurse (rn) in ICU disconnected the pump, the pump shut down. It was further reported that the rn exchanged the battery and the unit began to pump immediately, and the batteries also began to charge once the unit was connected back to wall power. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) battery was not charging overnight and when a registered nurse (rn) in ICU disconnected the pump, the pump shut down. It was further reported that the rn exchanged the battery and the unit began to pump immediately, and the batteries also began to charge once the unit was connected back to wall power. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d4(catalog #, serial#, unique identifier (UDI) #), d10, g4, g7, h2, h3, h6, h10. A getinge field service engineer (fse) evaluated the iabp unit for an unrelated issue, and did not find or reported anything wrong or malfunctioning with the batteries or any charging issue. The batteries were tested and passed for operation. All functional and safety checks to meet factory specifications was performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) battery was not charging overnight, and when a registered nurse (rn) in ICU disconnected the pump, the pump shut down. It was further reported that the rn exchanged the battery, and the unit began to pump immediately, and the batteries also began to charge once the unit was connected back to wall power. No patient harm, serious injury, or adverse event was reported.